Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele, vaginal vault prolapse, post hysterectomy weakening of pubocervical and rectovaginal fascia. It was reported that the patient underwent the concurrent procedures of anterior and posterior colporrhaphy, vaginal extraperitoneal colpopexy, placement of grafts x 2 for pelvic support defects x 2 and cystoscopy during mesh implantation. It was reported that the patient underwent gallbladder removal in 2012.

Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced hesitancy, overactive bladder, urinary retention, nocturia, and incomplete bladder emptying.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with botox injection on (B)(6) 2015 and (B)(6) 2015 due to urgency, frequency, and urge incontinence. (B)(4).